Event description:
It was observed during device inspection, that the halogen spare bulb of the light source was burned out and the xenon bulb was worn out. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by a field service engineer and the reportable malfunction was confirmed. In addition, replacement of a burnt-out halogen spare bulb. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " lamp does not turn on" was caused by a burnt halogen lamp. Olympus will continue to monitor field performance for this device.